Event description:
It was reported that the procedure was to treat an unspecified lesion in the coronary artery. A 3.50 x 12mm nc trek rx balloon dilatation catheter (bdc) was prepped according to the instructions for use (IFU) without any issues and advanced to the target lesion but could not be dilated because it was damaged. A balloon leak was suspected. Another unspecified bdc was used to successfully complete the procedure. No resistance was noted during removal of the protective sheath. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up reported will be submitted with all additional relevant information.